Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the pump powers with returned battery cap. Battery compartment crack is observed below grip pad. The black box shows no evidence of a load/ step malfunction. Force calibration check passes, reading 224. During investigation, loaded cartridge to (B)(6) units. Performed ¿rewind¿, then "load¿, piston stopped at (B)(6) units, display reads (B)(6) units. No load/step malfunctions or call service alarms duplicated. Removed pump case, force sensor pins seated and solder connections intact. No evidence of cracked force sensor traces. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.